Manufacturer narrative:
This report contain updated information.

Event description:
Additional information received, identified it was reported the device displayed the end of service (eos) message. The patient underwent surgical intervention wherein the ipg was explanted and replaced. Effective therapy was established post operatively.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that diagnostics indicated the elective replacement indicator (eri) triggered earlier than intended. The device has the appropriate level of battery voltage to provide therapy.